Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. Reportedly, there was insulin in the cartridge compartment and condensation on the back of the cartridge. The reporter denied any visible cracks in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The returned cartridge was evaluated by product analysis on 08/16/2013 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.